Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple medications not populating for multiple patients on multiple stations. A technical support specialist (tss) found that stations were not receiving orders. Restarted the net.message service, after which orders began crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple meds were not populating for multiple patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.